Event description:
According to the reporter, during gastric bypass procedure, the shell was unable to recognized and at the end of the discharge, the charge emitted a bursting sound and remained lodged in the stomach tissue, preventing its retrieval and opening. A new shell and reload was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products : sigpshell - sig power sigpshell control shell - lot# n4k1617y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the photos show an egia reload in the articulated position. There is extensive damage to the blowout plate and the laminates are herniated. It was reported that the shell was unable to recognized and at the end of the discharge, the charge emitted a bursting sound and remained lodged in the stomach tissue, preventing its retrieval and opening. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.